Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update to d9 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The customer¿s complaint could not be directly confirmed, as the reported event was not reproducible. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer¿s report is: unable to exclude device problem. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy, the patient¿s bowel was perforated. The colonovideoscope was withdrawn and the patient was sent to the ER (emergency room) for further treatment. The patient was discharged home at an unspecified time. No further information was available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00138.